Event description:
On (B)(6) 2013, the patient contacted animas to check on a supply order and mentioned that on an unspecified date she experienced a low blood glucose (bg) of 26mg/dl and had to call 911. The patient was reportedly taken to the hospital. The patient stated that she is a "brittle diabetic and her back up plan will not work". Customer technical support made attempts to reach the patient for additional information, without success. This complaint is being reported because the patient experienced hypoglycemia of unknown cause and it is not known at this time if the patient was using the pump or a back-up plan for insulin delivery when the incident occurred.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.